Manufacturer narrative:
H6: conclusion code l1 has been changed from ¿cause traced to component failure¿ to ¿cause cannot be traced to device¿ due to new information from vendor investigation. Analysis results: the charger was sent to the vendor for further investigation. No functional failure was found with the device. Evidence of the ac cord might have accidentally placed by the end user on the surface that is generating heat and caused the observed damage on the ac cord. The damaged on ac cord do not appear to come from the charger itself.

Manufacturer narrative:
Device serial number was identified and updated during analysis. Device manufacture date was identified and updated during analysis. Analysis results: the root cause of the customer¿s complaint was a burned charger.

Manufacturer narrative:
The event date is approximate. The protectiveclean charger is an accessory to the protectiveclean power toothbrush system.

Event description:
A consumer reported that their protectiveclean charger exploded. No injury or property damage was reported.